Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). A 510k#: unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The legal department reported the following event: it was reported that on (B)(6) 2013 (approximate date), patient assisted a friend by loading a motorcycle on to a trailer when the motorcycle fell on to his lower right leg. Patient sustained a distal tibia and fibula fracture above the right ankle. Patient underwent surgery on (B)(6) 2013 (approximate date) to immobilize the lower right leg/ankle for the healing process and was implanted with synthes locking small fragment set which consisted of plates and screws. In (B)(6) of 2015 patient noticed pain and swelling and a curvature that began to develop in his lower right leg/ankle and went to the emergency room in (B)(6) of 2015 at one hospital and then to another hospital due to the pain and the deformity developing in his lower right leg/ankle. X-rays taken on (B)(6) 2015 (approximate date) and again on (B)(6) 2015 (approximate date) revealing a curvature/deformity . It was noted that the plate was broken along with many of the screws and there was a nonunion of the tibia and fibula fractures. After the emergency room visit, patient went to a medical center for further evaluation. Patient was informed about undergoing revision surgery to remove the broken hardware, reset the broken tibia and fibula and implant new hardware. On (B)(6) 2015 patient underwent revision surgery to remove the broken plate and screws and implant new hardware. Some of the broken screws could not be removed, as they had become embedded into the bone causing the need for a third surgery to remove the broken screws. (No malfunction against new hardware, still implanted) due to infection, the patient underwent a fourth surgery which also involved wound care. (No malfunction against new hardware, still implanted) patient continues to have pain and discomfort prohibiting and/or limiting various physical activities and has a permanent deformity in his lower right leg/ankle. The hardware implanted for the second surgery on (B)(6) 2015 is not broken, remains implanted and is functioning properly. This complaint involves one plate and an unknown number of screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Updated information provided from reporter. Additional facility account information provided from reporter. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 23jan2018: received patient medical records from legal (23 jan 2018). Medical records dated (B)(6) 2015: received fresh label with patient's name and medical record number and designated, right lower leg hardware. Specimens received and dated (B)(6) 2015 described as: four elongated portions of relatively flat, sightly bent metal plate ranging from 12 cm in length with an average diameter of 1.4 cm to 2.9 cm in length with an average diameter of 1 cm. Also received within the same container are multiple metallic screws, some received in multiple portions, ranging from 3.2 cm in length with an average diamater 0.3 cm to 1.5 cm in length with an average diameter of 0.2 cm. The specimen is for gross examination only.

Event description:
Update: 07 mar 2018: additional information: medical history: acute left rib fractures and left abdominal pain ¿ while riding jet ski on (B)(6) 2009 atelectasis present in left base ¿ (B)(6) 2009 relevant test/lab data: chest x-rays taken (B)(6) 2009 CT scans of abo.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: product was not returned. An x-ray review relevant to this device was performed. The part for this device could not be definitively determined with the provided information. A drawing review could not be performed because the part could not be definitively determined with the provided information. The july x-rays do show a broken plate and therefore this complaint is confirmed. A review of the device history records was unable to be performed since the lot number was unknown. A dimensional inspection and material test could not be performed because the device was not returned. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the device was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been reviewed via x-ray on (B)(6) 2017 and shows visual evidence of a broken plate and several broken screws in situ. Thus, the complaint for the screws and plate was able to be confirmed because the x-ray does show clear visual evidence, unable to determine the number of broken screws based on the images. This complaint was not able to be replicated at customer quality (cq) because the complaint devices were not returned to cq. No new malfunctions were identified as a result of the investigation. There is insufficient information to determine the part numbers or part families associated with this complaint record, therefore a design and clinical risk management (dcrm) review is unable to be performed. If additional information becomes available this complaint action will be updated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
22 dec 2017: updated event description: received additional medical records: imaging taken on (B)(6) 2013 showed distal tibia fibula fracture, comminuted distal tibia fracture, roughly 4 cm from the joint line, also with an associated comminuted distal fibular weber c fracture. After surgery, patient provided with crutches on (B)(6) 2013. Patient weight was (B)(6) kg.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for two (2) unknown plates. It is unknown which plates broke postoperatively. Potential part numbers of the broken plate are 241.381 (lcp one-third tubular plate with collar 8 holes/93mm) and 02.118.008 (2.7/3.5mm va-lcp medial distal tibia plate/10 holes/right). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves two plates and thirteen (13) screws. It is unknown which plates and screws broke postoperatively.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot part: 02.118.008 lot: 8247326 manufacturing site: (B)(4). Release to warehouse date: 26. Feb. 2013 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary product was not returned. An x-ray review relevant to this device was performed. The part number for this device could not be definitively determined with the provided information. A drawing review could not be performed because the part# could not be definitively determined with the provided information. The x-rays do show a broken plate and therefore this complaint is confirmed. A review of the device history records was unable to be performed since the lot number was unknown. A dimensional inspection and material test could not be performed because the device was not returned. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the device was not returned. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 2.7/3.5mm (B)(4) medial distal tibia plate/10 holes/right.